Manufacturer narrative:
(B)(4).

Event description:
The complaint states that a failed transmitter error was reported. Data was provided for investigation. The reported failed transmitter error was not confirmed but a low transmitter battery was present. The probable cause could not be determined.